Event description:
It was reported through a service report that the weld on the right foot siderail spindle is broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Foot spindle.